Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 300 mg/dl. Customer indicated that their health care provider would be consulted for backup insulin therapy. Multiple follow up attempts were made to obtain additional information from the customer. However, no additional information was provided.